Manufacturer narrative:
Kci is filing this report due to possible use error as it was reported that foreign material alleged to be a kci product may have been left behind by the healthcare providers and was surgically removed. V.a.c. Therapy labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events".

Event description:
It was reported that during a doctor's visit on (B) (6) 2009, the pt was presented with a non-healing wound. Examination of the wound revealed a retained foreign material alleged to a v.a.c. Granufoam that was inadvertently left in the wound. The pt had been receiving v.a.c. Therapy since (B) (6) 2009. It was reported that the wound was reopened and the foreign material was removed. An incision and drainage was performed and v.a.c. Therapy was then reapplied and the pt was discharged home the same day.